Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein the patient's ipg was explanted and replaced. Therapy has been restored postop.